Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: extrusion.

Event description:
Healthcare professional later reported right side extrusion.

Manufacturer narrative:
Email address : (B)(6).

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Healthcare professional later reported right side extrusion.the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Facility name: reconstructive surgery. Device evaluation: visual analysis of the returned device identified: overweight, an opening on radius, and flat creases. A microscopic analysis was performed which identified: more than 3 striated openings on radius. Based on the device analysis the final assessment is: more than 3 striated openings on radius assessed as surgical damage. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". The device has been explanted.